Manufacturer narrative:
A manufacture representative (rep) went to the site to test the imaging system and could not confirm the reported issue. The rep could not smell anything. The front generator, power factor controller (pfc) board, stand alone board and charger boards controlled. A system checkout was performed and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was smoke coming out of the generator cover and it smelt strongly of smoke. No patient was present at the time of the event.